Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 38-year-old female patient who had essure (batch no. 686080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ worsening pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menses"), menstruation irregular ("abnormal menses / irregular menses"), pain ("body aches"), headache ("headaches"), arthritis ("inflammation of joints"), arthralgia ("joint pain"), back pain ("lower back pain"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), vision blurred ("blurred vision"), migraine ("worsening migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abnormal uterine bleeding, pelvic pain, dyspareunia, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, heavy menstrual bleeding, menstruation irregular, pain, headache, arthritis, arthralgia, back pain, nausea, vomiting, fatigue and vision blurred had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, arthritis, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, nausea, pain, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: insertion details-both cornua visualized with both essure placed without difficulty with three to right coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: normal. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received-lot number added. New reporter,insertion details, removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ worsening pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menses"), menstruation irregular ("abnormal menses / irregular menses"), pain ("body aches"), headache ("headaches"), arthritis ("inflammation of joints"), arthralgia ("joint pain"), back pain ("lower back pain"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), vision blurred ("blurred vision"), migraine ("worsening migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, menorrhagia, menstruation irregular, pain, headache, arthritis, arthralgia, back pain, nausea, vomiting, fatigue and vision blurred had not resolved. The reporter considered abdominal pain, arthralgia, arthritis, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pain, pelvic pain, uterine haemorrhage, vision blurred and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 38-year-old female patient who had essure (batch no. 686080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ worsening pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusually heavy menses"), menstruation irregular ("abnormal menses/irregular menses"), pain ("body aches"), headache ("headaches"), arthritis ("inflammation of joints"), arthralgia ("joint pain"), back pain ("lower back pain"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), vision blurred ("blurred vision"), migraine ("worsening migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abnormal uterine bleeding, pelvic pain, dyspareunia, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, heavy menstrual bleeding, menstruation irregular, pain, headache, arthritis, arthralgia, back pain, nausea, vomiting, fatigue and vision blurred had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, arthralgia, arthritis, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, nausea, pain, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: insertion details-both cornua visualized with both essure placed without difficulty with three to right coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina- on an unknown date: results: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain/ worsening pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("unusually heavy menses"), menstruation irregular ("abnormal menses / irregular menses"), pain ("body aches"), headache ("headaches"), arthritis ("inflammation of joints"), arthralgia ("joint pain"), back pain ("lower back pain"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), vision blurred ("blurred vision"), migraine ("worsening migraines"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune ") and hypersensitivity ("hypersensitivity"). At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown and the abdominal pain, menorrhagia, menstruation irregular, pain, headache, arthritis, arthralgia, back pain, nausea, vomiting, fatigue and vision blurred had not resolved. The reporter considered abdominal pain, arthralgia, arthritis, autoimmune disorder, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pain, pelvic pain, uterine haemorrhage, vision blurred and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added. New event migration, migraines, auto-immune, hypersensitivity, abnormal bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.